Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 3 pm with a blood glucose level of 750 mg/dl. The customer stated that they were vomiting and had the flu. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting and discovered that the cannula was bent. The customer was advised to change the sets. The customer did not return the product back for analysis.